Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Although a definitive root cause cannot be determined, the probable root cause is attributed to the endoscopic controller power distribution (ecpd).

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed and the reported failure was confirmed but not replicated. Upon visual inspection, no issues were found that would be related to the reported failure. In logs, the error 48250 post error return reported by the ecpd (function call returned error). Look for other errors. Confirming the fault occurred in the field. The unit was installed and tested into a golden pca system where the component functioned as expected. Could not replicate non-recoverable fault 48250 - ec. As a result of these findings, failure analysis was able to concluded that ecpd was found to be the root cause of the reported failure. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to electrical defect of the ec. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted hemicolectomy-right surgical procedure, clinical sales representative (csr) contacted isi technical service engineer (tse) and reported that a non-recoverable error #48250 occurred during a procedure. System logs confirmed the error was related to the endoscope controller (ec). Troubleshooting began with a system reboot, followed by a hard reboot of the vision system and cycling of the endoscope controller rocker switch, as well as checking that the fiber cable was fully seated, but the issue persisted. The customer considered whether another vision side cart (vsc) was available. Later, a biomedical staff member called to request an overview of the replaced components and information about what had occurred with the system and was directed to contact the field engineer for further details. The procedure outcome is unknown with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: to resolve the issue encountered during the procedure, a new vision tower was brought in so the case could proceed. The procedure was completed robotically, without the need for conversion to another surgical method such as open or traditional laparoscopic surgery. There was no need to increase port incisions or place additional ports, as the procedure was not converted. Throughout the procedure, the patient tolerated the process well, and no injury occurred. Patient demographics were not provided.